Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and deflation.

Event description:
Patient reported right side pain, deflation, capsular contracture baker grade IV and implant exchange due to concerns with the product. Patient also experiencing "joint pain, fatigue, and skin issues" which are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, h6.

Event description:
Patient reported right side pain, capsular contracture baker grade ii, and implant exchange due to concerns with the product. Patient also reported joint pain, fatigue, and "skin issues" which are not device related. Healthcare professional later reported exchange due to the patient's concerns with the product. Healthcare professional additionally reported capsular contracture baker grade IV and deflation. Device has been explanted and discarded.